Manufacturer narrative:
Updated section g3/g4, h6 investigation conclusion. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), the nominal outer body diameter of a 12fr gore® dryseal flex introducer sheath is 4.7mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath. A dsf1233 was inserted from left side, and there was resistance at the beginning of the left external iliac artery, but it was inserted. During the procedure, when the dsf1233 was pulled to the left external iliac artery to measure the length of the contralateral vessel on the left side, the blood pressure gradually decreased. Angiography showed rupture of the beginning of the left external iliac artery. There was no sudden change in vitals, but blood transfusion was performed. (Amount of the blood loss was unknown.) A contralateral leg endoprosthesis (plc121400j), which was originally planned to be implanted, was implanted up to the left common iliac artery, followed by balloon occlusion at the left common iliac artery. Coil embolization of the left internal iliac artery was then performed, and an additional contralateral leg endoprosthesis (plc121000j) was implanted to the left external iliac artery. The patient's vitals were stable and the procedure was completed. The patient tolerated the procedure. Reportedly, the patient's access vessel condition was poor, and the rupture site (beginning of the left external iliac artery) was stenosed and calcified. The lumen diameter was 2.9mm (the vessel diameter including stenosis and calcified portion was 6.0mm). The physician reportedly stated as follows: the resistance was strong when inserting the dsf1233.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was discarded, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device was discarded at the facility and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.